Event description:
The condition of all keys being non-responsive on channel "a" keypad was found during service of the colleague infusion pump by baxter. The non-responsive keys on the channel "a" keypad include the "channel select" and "stop" keys. This condition occurred during product evaluation. There was no patient injury or medical intervention necessary. This pump contains user interface module master software (B) (4) which is categorized as an unremediated pump. There is no further information available at this time.

Manufacturer narrative:
(B) (4). The condition of all keys being non-responsive on channel "a" keypad found during service was confirmed. The non-responsive keys on channel "a" keypad include the "channel select" and "stop" keys. The problem was determined to have been caused by a defective pump head module on the "a" channel. The pump head module assembly on channel "a" was replaced to fix the problem. The pump was retested and returned to the customer within specification. This issue is being investigated under CAPA #-(B) (4).